Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a peeling rash underneath the rear therapy electrodes. The patient saw his physician, and the physician determined that the irritation was caused by an allergy. The physician prescribed a cream for the irritation. Follow-up indicated that the irritation was still present. Additional information was received per a us distributor regarding the skin irritation. It was reported that the patient was instructed by her doctor to remove the lifevest and was given a medication for the irritation. After removal of the lifevest, the patient reported that she feels good and does not believe that she needed the lifevest in the first place.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a peeling rash underneath the rear therapy electrodes. The patient saw his physician, and the physician determined that the irritation was caused by an allergy. The physician prescribed a cream for the irritation. Follow-up indicated that the irritation was still present.